Event description:
During rf procedure, display showed error 02. The procedure was cancelled and rescheduled a week later. They did not have a back-up to use. Pt is fine.

Manufacturer narrative:
H10: complaint of error 02 was verified. Plug to connector j9 on main board was not seated correctly, causing an intermittent high impedance reading.